Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately two years and one month later, a computed tomography angiogram of chest was performed which showed no evidence of acute pulmonary embolism. There was an approximately 2.5 cm long linear probable metallic density foreign body within sub segmental pulmonary arterial branch in the left lower lobe. This was suspicious for a fractured strut from the filter that has embolized to the left lower lobe. After one year and four months, a computed tomography of abdomen and pelvis was performed for abdominal pain. The study showed that inferior vena cava filter was noted which demonstrated that extends slightly above the level of renal arteries. Some of the inferior vena cava filter hooks extend outside the lumen of the inferior vena cava. An x-ray abdomen was performed which showed inferior vena cava filter was noted and appears somewhat tilted. After three years and one month, a computed tomography of abdomen and pelvis was performed for back pain and severe leg pain. The study showed that filter was noted across the level of the renal veins and significantly tilted from the axis of the inferior vena cava. The study also showed positive for caval perforation. The superior extent of the inferior vena cava filter at t12-l1 level and inferior extent at superior body of l2 level. A total of eight prongs have perforated the inferior vena cava with maximum distance prongs perforated 9 mm. The coronal images showed six-degree tilt right to left and sagittal images showed nine-degree tilt posterior anterior series. Two prongs have perforated the right kidney. After two years and ten months, an x-ray lumbar spine was performed for chronic low back pain. The study showed that inferior vena cava filter was noted. The filter appears significantly tilted with its tip of the catheter, with the hook, pointed significantly to the left and anteriorly. Therefore, the investigation is confirmed for the alleged filter tilt, perforation of the inferior vena cava and filter limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 12/2013).